Event description:
It was reported that the right ventricular (rv) lead has high impedance with a fracture in the lead. The physician noted visible fracture in the clavicle area of the lead. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments but analysis could not be performed due to legal restrictions. Visual inspection without destructive analysis did not reveal a conductor fracture. The lead was received with explant damage. Signs of clavicle crush were not observed on the segments of leads that were returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).